Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have gone to the emergency room on two occasions for low blood glucose. On (B)(6), blood glucose was 19 mg/dl and (B)(6), blood glucose was 23 mg/dl. Customer was treated with intravenous insulin drip. Customer declined troubleshooting of insulin pump. No further information provided.